Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate therapy was noted due to noise on the right ventricular lead. Diagnostic imaging confirmed that the lead was dislodged, resulting in noise. The lead was repositioned and the patient was in stable condition following the procedure.